Event description:
The pt was bilaterally implanted with siltex saline mammary prostheses on 11/10/1992. Subsequently, the pt experienced deflation of the left device and capsular contracture and pain of the right device.